Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an unspecified reason the patient had his inflatable penile prosthesis (ipp) removed for surgery review. It was further reported that the reason for this surgery was due to pump extrusion with a local infection. The patient had his device removed on (B)(6) 2019. The patient now has no signs of infection and has planned to re-implant the device on a future date.